Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. A revision surgery was performed in which the physician confirmed that the pressure regulating balloon was flat. The device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4). Date of event b3: the exact event date was not available, therefore the date 04/01/2025 was used as an estimate, since it was reported that patient symptoms began a few months after the implant surgery.